Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not working. When you turn on the blue screen lights up, the software does not load.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) you turn on the blue screen lights up. We have been waiting for a long time for the device from the city of (B)(6). We performed diagnostics when the device arrived. The software was not loaded on the device. When connected to the 220 v network, the device turned on itself without pressing the power button. After switching on, the device emitted a squeak that did not stop. I cannot enter the service mode. We changed the power management board, but the device never turned on. We changed the electronic board of the solenoid control after that the device turned on, but it worked only from the battery. We replaced the power management board again and the device's performance was fully restored. Two electronic boards turned out to be faulty power management and solenoid control. The patient involvement is unknown. The equipment was cleared for customer use.

Event description:
N/a.